Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found only the distal portion of the lead was returned for analysis. Insulation abrasion exposing the re cable lumen was noted at 3.5 cm to 3.9 cm from the distal tip. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.